Manufacturer narrative:
Unit received with critical pump error and unable to download due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the functional test, including the self, sleep current measurement, active current measurement, rewind, prime and seating basic occlusion, occlusion, force system sensor and displacement due to critical pump error. Unit had cracked case at battery tube side, minor scratched display window, scratched case, pillowing keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and there is a long crack all along the length of the battery tube. Customer's blood glucose was unknown at the time of incident. There was no further information provided by the customer or by troubleshooting.